Manufacturer narrative:
Device evaluation by manufacturer: the unit was not returned by the customer; therefore, no product analysis could be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2011-01190. It was reported that during a percutaneous transluminal coronary rotational atherectomy treatment procedure, a dissection occurred. The 90% stenosed, 25-28mm long x 3.0mm lesion was located in the moderately to severely calcified and mildly tortuous mid proximal left anterior descending artery (lad). Vascular access was gained via the right femoral. The 1.5mm rotalink burr was platformed at 160,000 rpms. The physician then advanced the burr to the lesion on the floppy rotawire guide wire, initially noting resistance which he advanced through. A couple of ablation runs were performed for approximately 30 seconds and the burr went through the lesion. The burr then became stuck and stalled. The physician attempted to burp the foot pedal in an attempt to remove the burr, however the non-bsc guide catheter became sucked in causing a dissection in the unprotected left main artery. The patient had no adverse symptoms due to the dissection, and two promus stents were placed to treat the dissection. No further patient complications were reported, and patient status is stable.